Event description:
No report of malfunction, serious injury, or reason for removal provided.device analysis indicates the lead was received with fluid intrusion due to polyurethane insulation laceration.